Manufacturer narrative:
E1: patient city: (B)(6)patient country: (B)(6)

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) on (B)(6)2024, it was reported by the patient that infusion set tape was not sticking after taking shower. No further information was available